Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the duodenovideoscope elevator would not move up or down. The issue occurred at the end of a therapeutic endoscopic retrograde cholangiopancreatography (ercp). The procedure was not completed, due to the pancreatic stent stuck on the elevator from the scope. There was no delay or no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and the reported event (forceps elevator would not go up or go down) was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the forceps elevator did not work because a stent was stuck in the elevator. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in section: "inspection of the instrument channel and forceps elevator". Olympus will continue to monitor field performance for this device.